Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe needle had dust-like foreign matter on its tip. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "there is something like dust on the tip of the needle."

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that there is something like dust on the tip of the needle. The returned syringe was examined and no fm was observed on the sample. However, some material was returned taped to a piece of paper. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polycarbonate. Unable to perform DHR check for foreign matter on needle tip due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. No root cause can be determined at this time.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe needle had dust-like foreign matter on its tip. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "there is something like dust on the tip of the needle".